Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns plunger rod was broken / damaged. The following information was provided by the initial reporter: material#: 301073. Batch#: 5099141. It was reported by the customer that barrels were snapping during use. Verbatim: rcc received a complaint via email. We received a customer complaint regarding item 301073 ¿ 3ml plastic syringe ll, that the barrels were snapping during use. Item: 301073. Lot: 5099141. Po ¿ (B)(4). Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? No if yes, please provide the details. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? This was reported to cipm on (B)(6) 2025 3. Total number of occurrences? (B)(4). 4. Any sample available for investigation? No longer have any. Disposed of them. If yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. A report was received indicating that syringe barrels were snapping during use. To support the investigation, two photographs of a 3ml luer-lok syringe were submitted for evaluation by the quality team. Both images depict a single syringe with a broken and bent plunger rod, viewed from different angles. The observed condition does not conform to product specifications and is related to the assembly process. A review of the device history record was conducted for material number 301073, lot 5099141. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications associated with the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.